Event description:
Per cnss visit report, pt has at least weekly subcutaneous site changes due to itchiness and cleo site localized swelling. Pt continues to have several circumferential non-palpable purpura from previous deo sites in several stages of healing throughout his abdomen. Pt reports that he changed his last deo site on (B)(6) 2023 and he would like to continue to try to use the cleo infusion sets for his administration while monitoring for any changes. Patient has concerns that it was just a "bad box of cleo injectors" that has led him to have frequent site changes. Unknown if infusion sets are available for return/investigation. No other information, dates, or details provided. Lot number not provided/unknown. No missed doses reported. Indication: secondary pulmonary arterial hypertension. Reported to (B)(6) by health professional.